Event description:
The customer reported several alarms and was hospitalized for high bgs in two separate occasions. Troubleshooting could not be completed due to a blank display and an alarm. It was stated that in one of the occasions, the customer was hospitalized for a possible infection. Explained two high bg rule. Instructed the customer to contact the help line to complete the testing.